Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review not required. Upon investigation of the actual device used in this incident, it was determined that application was not responding when a medication stored in remote manager was accessed. A field service engineer powered down the unit, installed the 25 ft pyxibus cable on remote manager and also moved the connection from main to auxiliary unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a difficulty accessing remote manager. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.